Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. 'Further information was requested but not received. This product is registered as a combination product.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting high defibrillation impedance. No intervention or patient consequences were reported.

Event description:
New information received notes that the lead was explanted and replaced due to the impedance issue. There were no further adverse patient consequences reported.

Event description:
New information received notes that the physician believed the impedance increase was patient related, and caused by fibrous tissue around the electrodes.the patient was stable.